Event description:
Event description cpi received information that tranvenous defibrillation lead was fractured due to movement of the pulse generator in the pocket. Lead was capped. A new lead was successfully implanted.